Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. One unpackaged ar-9676 was received for investigation. The shoulder of the ar-9676 is sitting flush against the sleeve ar-9297-15 univers vaultlock® augmented glenoid angled reamer sleeve, 15° defect. Because the devices were stuck, it was not possible to measure the ID of the sleeve, or the od of the reamer. Wear at the distal end of the shaft was observed. Refer to investigation photos #1-2. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
On 10/14/2022, it was reported by a sales representative via sems that an ar-9297-15 augmented glenoid angled reamer sleeve and an ar-9676 reamer drive shaft heat welded together during the reaming process. They could not be rotated independently and were unable to separate. This was discovered during an augment vaultlock procedure on (B)(6) 2022.